Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was listed as destination therapy and underwent heart transplantation on (B)(6) 2022. Additional information requested but not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was listed as destination therapy and underwent heart transplantation on (B)(6) 2022. Additional information requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event cannot be conclusively determined through this investigation the patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2019. On (B)(6) 2022 the patient received a heart transplant due to unspecified reasons. No alarms, clinical symptoms, or device-related issues were reported in association with the event. Additional information regarding the event, including product return status, was requested from the account; however, no further information has been provided at this time. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. Although no specific adverse events or device-related issues were reported, heartmate 3 left ventricular assist system instructions for use, rev. C, outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as normal pump operation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.